Event description:
It was reported that the procedure was to treat a lesion in the 1st obtuse marginal vessel with mild calcification. The 2.5 x 15 mm multi-link 8 stent delivery system (sds) was advanced for direct-stenting, but the sds could not cross the lesion. The sds was removed, and it was noted that the distal end of the hypotube was separated. There was no resistance noted. A new multi-link 8 sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen and on the stent implant and contrast in the inflation lumen and on the distal shaft. The stent implant was undamaged and stationary on the tightly-folded balloon and between the markers. These observations are consistent with the reported use in the anatomy. The distal tip and crimped stent outer diameters were measured and met manufacturing criteria. The reported proximal shaft (hypotube) detachment was confirmed at the distal end of the strain relief tubing. Based on the returned product analysis and reported information, the reported failure to advance appears to be related to operational context (complicated, calcified lesion) and possibly the reported improper use method of direct-stenting (no pre-dilatation). The multi-link 8 instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. (In saphenous vein bypass graft lesion, pre-dilatation may be performed at discretion of the operator). Follow-up information clarified that although the lesion looked easy, finally it was complicated and calcified. It is possible that not pre-dilating the complicated and calcified lesion contributed to the reported advancement difficulty. Although no resistance was reported, the fracture faces of the proximal shaft (hypotube) detachment were oval as if kinked prior to detachment, and the outer jacket was torn and separated. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the proximal shaft can lead to weakening of the metallic material of the hypotube such that subsequent application of force or further handling (such as pushing then pulling or straightening) can cause a detachment. There were two kinks in the hypotube shaft proximal to the detached edge, which is consistent with inadvertent mishandling during use or packing post-procedure for return. During manufacturing, all stent delivery systems are 100% inspected for shaft damage, stent damage, and proper crimped stent outer diameters. Additionally, a sampling of units is destructively tested prior to lot release to verify shaft damage, stent damage, and proper crimped stent outer diameter. A review of the lot history record for the reported lot revealed no nonconforming material records, indicating all lot release test results met specification. There is no indication of a product quality issue.